Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the front therapy electrode to ECG "a" cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.